Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that they were feeling some pain near their buttocks. It just started when they got out of the car a couple minutes after the procedure. They said that the needles were poking them. Agent asked if there were some bleeding and they said that they were not sure but there were some blood stains. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_lead lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the trial was initiated on (B)(6) 2025. When the hcp was asked to provide the steps taken to resolve the needles poking, the hcp stated that the symptoms resolved within 24 hours and no intervention was required. The hcp stated that the device was intended to treat neurogenic bladder.